Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419688 lead, implanted: (B)(6) 2010, 5076-58 lead, implanted: (B)(6) 2011, dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. The lead remains in use. No patient complications have been reported as a result of this event.